Event description:
It was reported that 3 bd micro-fine¿ pro pen needles experienced the cannula breaking off, and being unable to deliver medication. The following information was provided by the initial reporter, translated from japanese to english: after attaching the pen needle to the pen, the user pressed the button but the drug solution did not come out.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: three open 32g x 4mm pen needle samples and four photos were returned from lot. No. 1195589, cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on all three samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that 3 bd micro-fine¿ pro pen needles experienced the cannula breaking off, and being unable to deliver medication. The following information was provided by the initial reporter, translated from japanese to english: after attaching the pen needle to the pen, the user pressed the button but the drug solution did not come out.